Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) associated with this event are in the process of being returned to the manufacturer for investigation. Initial evaluation included review of downloaded software flag files on the day of the event. The software flag files indicate that the device detected three short ventricular fibrillation events on (B)(6) 2016 at 00:23:17, 00:24:23, and 00:28:28 lasting for 28, 19, and 30 seconds, respectively, before non-treatable rhythms were detected. The ECG analysis, conducted by trained ECG technicians, indicates that the patient's ECG at the time of the three detections was ventricular fibrillation with motion artifact. The device properly detected vf. The motion artifact interrupted the detection sequence. The source of the motion artifact is undetermined at this time. The detection sequences were not sustained long enough to deliver a shock. The initial evaluation concludes that the device operated as designed. There is no available evidence of a device malfunction contributing to the event.

Event description:
Zoll was notified on (B)(6) 2016 that a french patient was reportedly not treated when the lifevest alarmed on (B)(6) 2016. The nurses reportedly arrived at the first alarm and did not touch the patient. The nurses reported they waited 5 minutes 'because they thought the lifevest would treat the patient on time'. The lifevest reportedly did not deliver the treatment. The patient had to be treated by a defibrillator scope 5 times. The patient was then transferred to the intensive care thoracic and cardiovascular unit. After 24 hours and favorable condition of the patient, the patient was transferred to a cardiac care unit. There was no associated adverse event and the patient received an ICD following the event on (B)(6) 2016.